Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received no o2 saturation related alarm message at the information center ix for one bed, bed 10. No patient harm was reported.